Manufacturer narrative:
Device labeling addresses: lymphoma, including anaplastic large t-cell lymphoma (alcl) - information from medical literature has suggested a possible association, without evidence of causation, between breast implants and the very rare occurrence of alcl in the breast. The disease is exceptionally rare, may present as a late occurring peri-prosthetic seroma, and occurs in women with and without breast implants. Specific testing is needed to distinguish alcl from breast cancer. The majority of the reported cases had an indolent clinical course following capsulectomy with or without adjuvant therapy, which is generally uncharacteristic of systemic alcl. Treatment should be determined in consultation with a hemato-oncologist. Studies evaluating the capsules around textured expanders have reported possible silicone particles with giant cells, indicative of local (and non specific) foreign body reaction, and silicone granuloma formation.

Event description:
Patient reported "diagnosed with breast implant associated alcl." Patient sought consult after experiencing "a lot of swelling." The implant was removed and pathology results confirmed alcl. Further follow-up provided indicated, "it was the right breast." Cytopathology report states, "fine needle aspiration right breast ¿ 5 ml of cloudy orange fluid ¿ breast aspirate from implant capsule," followed by, ¿positive antibodies: cd30 (strong)¿ and ¿negative antibodies: alk1." Conclusions reported as ¿this immunophenotype is typical of that seen in breast-implant associated anaplastic large cell lymphoma.¿ additionally, physician notes received documented a prior "4 x 7 mm simple cyst at 11.00 o¿clock in the right breast." Histopathology report noted, capsule had "foreign body granulomatous and lymphoid reaction."

Manufacturer narrative:
The events of seroma, granuloma, lymphoma alcl, and dyspnea are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was lymphoma alcl. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time.

Event description:
Healthcare professional later reported ¿change of shape right breast,¿ and ¿right implant raised.¿ patient experienced tachycardia, lightheadedness, palpitations, ¿excessive fatigue, dizziness¿ and nausea possibly attributed to previous condition. Symptoms of ¿feeling emotional,¿ ¿loss of hair,¿ and ¿unwell/tired¿ were reported and possibly due to ¿perimenopausal.¿

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
Medwatch submitted on: 03/29/2016. Device history record summary: "no deviations, errors, omissions or non-conformances were identified during the manufacturing process. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. The device was assembled in accordance with allergan medical procedures and specifications."

Event description:
Patient reported "diagnosed with breast implant associated alcl." Patient sought consult after experiencing "a lot of swelling." The implant was removed and pathology results confirmed alcl. Further follow-up provided indicated, "it was the right breast." Cytopathology report states, "fine needle aspiration right breast - 5 ml of cloudy orange fluid - breast aspirate from implant capsule," followed by, - positive antibodies: cd30 (strong)- and - negative antibodies: alk1." Conclusions reported as "this immunophenotype is typical of that seen in breast-implant associated anaplastic large cell lymphoma." Additionally, physician notes received documented a prior "4 x 7 mm simple cyst at 11.00 o'clock in the right breast." Histopathology report noted, capsule had "foreign body granulomatous and lymphoid reaction."

Event description:
Health professional additionally provided CT chest to pelvis that report, ¿clinical notes: shortness of breath. Recent diagnosis of breast implant associated anaplastic large cell lymphoma.¿ findings notes, ¿lungs are satisfactory. Mediastinal structure are normal. No lymphadenopathy.¿